Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was displaying a wrench code 100 (program image corrupt). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of the monitor sn (B)(4) has been completed. The reported problem (wrench code 100) has been confirmed. Upon investigation the monitor was continuously resetting. The power-up failure was isolated to corrupt monitor software. The root cause for the corrupt monitor programming could not be positively identified. After reprogramming, the monitor was fully functional. No adverse event resulted form the corrupt monitor software. The patient received a replacement monitor.